Event description:
The customer reported that "new line primed ((B)(4)) with 100 ml normal saline bag, noticed that the male luer was quite wet. Then connected the line to the patient. Prior to starting the infusion the tubing going into the rotating male luer was dripping normal saline. Disconnected the line from patient and replaced with another line without incident." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.